Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection found the insulation was cut through, corresponding to the location of the suture sleeve. The cuts in the insulation was consistent with damage caused when removing the suture sleeve. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased pacing threshold measurements with loss of capture. An invasive procedure was performed to replace the lead. When removing the lead it was noted the patient's blood pressure dropped. It was found the lead had perforated the heart wall. Pericardial tamponade was noted requiring pericardiocentesis. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.